Manufacturer narrative:
Article citation: olsen, lene poder. ¿implantation of the xen®45 gel stent in patients with glaucoma at a university hospital ¿ a retrospective quality control study.¿ acta ophthalmologica, letter to the editor, 08 december 2020, e-pub ahead of print, doi:10.1111/aos.14684. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of scleritis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Reported events of necrotizing scleritis in the left eye were noted in the article: ¿implantation of the xen®45 gel stent in patients with glaucoma at a university hospital ¿ a retrospective quality control study,¿ acta opthalmologica, e-pub ahead of print - 8dec2020. After months of topical broad antibiotics, systemic prednisolone and surgical revision of the necrosis and necrotic area then suturing of pericardiac tissue over the thin sclera, and covered with conjunctiva, the event has been resolved. Reported events are associated with one patient.